Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the b30 error, and found it was due to a faulty cable. Additionally, the camera head demonstrated wear and fluid ingress. The control unit demonstrated wear and the lens was scratched. The video connector demonstrated damage due to external forces. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported a b30 error (scope communication error) occurred with the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information received from the user facility: the reported event (a b30-scope communication error) occurred during pre-use inspection of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility (b5), and the results of the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the b30 error, which is a scope communication error, occurred due to the flooding of the head and the cable. The cause of the flooding of the head and the cable could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.